Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
Customer called and reported that they experienced low blood glucose with blood glucose of 33 mg/dl at the time of one of the incidents. The customer used food to treat. The customer experienced did not mention any symptoms. The customer was wearing the insulin pump during the incidents. The customer believes the pump was over delivering as they were not bolusing but was still going low. Troubleshooting was completed but did not resolve the issue. The customer had their basal rates adjusted and was not eating as much as they used to. The insulin pump will be returned for analysis.